Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "did not alarm air in line, 15 inches from pt." No specific pt info, pump programming, or event details were provided. Multiple unsuccessful attempts have been made to obtain additional info, including pump programming and pt effects.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.